Manufacturer narrative:
(B)(4). The device was received for evaluation contaminated with blood. Due to the condition of the returned device, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set could not be connected to a catheter. The reporter stated that there is a piece of plastic stuck in the coupling between drip tubing and peripheral venous catheter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.